Event description:
Boston scientific crm received information that during a follow up visit, this device displayed one and one-half years battery longevity remaining. One month earlier, less than six months was remaining. Two years earlier two years longevity was remaining. No reprogramming changes have been performed. The device was ventricular pacing one-hundred per cent for the past two months. Lead impedance and measurements were within normal limits. An internal technical service consultant was contacted. According to available information, the variation in longevity remaining could not be explained without a memory download review and the patient had already left the clinic. There was no indication that the battery was depleting more rapidly than expected. No adverse patient effects were reported. During a follow up visit, a memory download was performed and reviewed by engineering. The remaining battery longevity was calculated at five and one-half years remaining with the programmed parameters. The device had no resets. It was determined that the leads fluctuating impedance measurements were likely causing the device to change the gas gauge and longevity calculations. The remaining longevity appeared appropriate for the reported device operations. Further programming options were suggested and performed.

Event description:
Additional information was received. Two years later, this device was removed and returned for analysis.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.